Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient experienced a vascular site hematoma with pain, swelling, and discoloration on the right side following a procedure where they were implanted with two pipelines. They were treated with a tr band and a warm compress, and the issue recovered/resolved the next day. The event did not lead to any new or prolonged hospitalization. The adverse event was not the result of a device deficiency, and did not result in any new or worsening of existing neurological deficits. The site assessed the event as caused by the procedure, possibly related to antiplatelet medication, not related to the disease under study or devices. The patient was undergoing treatment for a sidewall; dysplastic aneurysm located in the right c6 segment. The max diameter was 20mm, the dome height was 20mm, the dome width was 16mm, and the neck size was 7mm. The parent artery diameter was 4mm distal to the aneurysm and 5mm proximal. The pipelines were successfully implanted with neck coverage and wall apposition achieved. Ancillary devices include rist, phenom plus, and phenom 27 catheters. Additional information received reported subject experienced a hematoma on right arm (B)(6) 2024 after angiogram. A larger bruise was also noted on left arm from IV. Patient was admitted overnight. No further issues and subject discharged. Year 1 nihss score reported as 1 while pre-procedure nihss reported as 0.

Event description:
Additional information received reported that the clinical events committee (cec) believed the event term should be ischemia in vascular distribution of the access site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported upon reviewing with nurse who did nihss it was scored incorrectly. Correct score is 0. Vascular site hematoma with pain and swelling, discoloration. Right side. Adjudicated as causal to study procedure, not related to study device or antiplatelet therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.